Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided two photos for analysis. One photo showed the kit sticker label. The other photo showed a defective peel away sheath. The report of peel-away not tearing correctly was able to be confirmed by the photo. Visual analysis revealed that one half of the peel-away did not tear as intended and separated from the rest of the extrusion. A device history record review was performed, and a finding was identified. A non-conformance was initiated for batch 34c23d0085 to address the issue of peel-away sheath tears incorrectly. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." The customer report of a peel-away not tearing correctly was confirmed by visual inspection of the customer supplied photos. Visual analysis of the photos revealed that one side of the peel-away did not tear as intended and was separated from the rest of the extrusion. Based on the customer report and analysis of the supplied images, manufacturing cause or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the peel away sheath broke on removal from the patient on 2 occasions dates as above, 2 different doctors and two different kits with same lot number. The actual sheaths were discarded at the time however pictures have been attached. All parts of the sheath were removed, and no further medical intervention was required. PICC insertion was successful on both occasions." Associated complaints (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the peel away sheath broke on removal from the patient on 2 occasions dates as above, 2 different doctors and two different kits with same lot number. The actual sheaths were discarded at the time however pictures have been attached. All parts of the sheath were removed, and no further medical intervention was required. PICC insertion was successful on both occasions." Associated complaints 9680794-2024-00694 and 9680794-2024-00693.